Event description:
It was reported that this implantable lead exhibited high threshold measurements and was explanted approximately eight months post implant. The physician stated that the high measurements were due to poor lead placement rather than a product performance issue. A replacement lead was implanted without further incident. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection revealed no abnormalities; only typical surgery related damage was noted. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this implantable lead exhibited high threshold measurements and was explanted approximately eight months post implant. The physician that the high measurements were due to poor lead placement rather than a product performance issue. A replacement lead was implanted without further incident. No additional adverse patient effects were reported.

Manufacturer narrative:
This product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.